Event description:
A surgeon reported a patient with stage 3-4 diffuse lamellar keratitis (dlk) following refractive surgery. The patient was treated with topical corticosteroids. Recent informatoin indicates both eyes were affected. This report is for the left eye, the right eye was reported under manufacturer report # 1061857-2007-00512. Patient information provided indicates this patient experienced a 1-line decrease in bcva at the 2 months postoperative exam.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.